Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display screen. The customer¿s blood glucose was 122 mg/dl at the time of the incident. The current blood glucose was 390 mg/dl and 366 mg/dl. Customer treated high blood glucose with manual injections and declined troubleshooting for the same. Customer had issues with the pump staying on. Customer also reported weak battery alarm and no delivery alarm. Pump was not working just put in a new energizer battery pump turns and then turns off and stated that, the pump comes on but then the screen starts to fade. Customer stated that, the display did not return. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.